Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loss of image was due to fiber breakage from physical damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope image disappears and reappeared repeatedly, and the image became unstable. The reported issue occurred during an unknown procedure. The procedure was subsequently completed with the same set of equipment. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the image disappears and reappears due to breakage in the ultrasound probe and missing sound ray/ line. Upon further inspection, it was observed that there was an insufficient angle and the play of the up and down knob was not fixed. It was also observed that the lens and the insertion tube had scratches. It was observed that there was evidence of improper cleaning brush insertion. It was also observed that scratches were on the ultrasonic probe. It was observed that the curved rubber joint was floating. Additionally, the bond of the curved rubber had a crack. It was also observed that the objective lens had a scratch. It was observed that the insertion section had a corrugated tube. It was also observed that the cover surface of the operation part was peeling. Lastly, it was observed that the paint on the water supply cylinder was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.